Event description:
Event description guidant received information that this easytrak ii lead was not implanted. While attempting to advance the lead over the guidewire, the distal end of the guidewire looped back around and became tangled with the distal end of the lead. The lead and guidewire were removed from the patient. However, attempts to free the guidewire resulted in insulation damage to the tip of the lead. An additional lead was implanted without further incident.